Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple empty cartridge alarms occurred. There was no adverse impact to the customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.